Manufacturer narrative:
For the five reported complaints, fives devices were returned for evaluation. Lot numbers were provided for two malfunctions and the remaining three lot numbers are unknown. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600160 chronic catheter allegedly experienced defective components. These reports were received from various sources. All four events had no reported patient injury and one event had no reported patient contact. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600160 chronic catheter allegedly experienced defective components. These reports were received from various sources. Of the five malfunctions, one did not involve patients, and four involved patients with no reported patient injury. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
H10: for the five reported complaints, five devices were returned for evaluation. Lot numbers were provided for two out of the five malfunctions; therefore, a lot history review was performed. Damaged cuff was confirmed for (B)(4) devices. Cuff detachment was confirmed for (B)(4) devices. Longitudinal and circumferential split and leak was confirmed for (B)(4) device. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: g1, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600160 chronic catheter allegedly experienced defective components. These reports were received from various sources. Of the five malfunctions, one did not involve patients, and four involved patients with no reported patient injury. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
H10: for the five reported complaints, fives devices were returned for evaluation. Lot numbers were provided for two out of the five malfunctions; therefore, a lot history review is currently being performed. Defective component was confirmed for two devices. For the three remaining devices, the company is still investigating the issue at this time. The definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.